Event description:
At 2:00am, customer woke up sweating. Wife tested him and got aviva blood glucose result of 165 mg/dl. Same system retest result was 85 mg/dl. Wife gave him a glucose tablet- customer has alzheimer's disease and wife is his caregiver since he is unable to do things on his own. She stated he would have been able to self-treat if he didn't have alzheimer's disease. Customer was disoriented. Wife tested him again and result was 56 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.